Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call critical pump error alarm. Troubleshooting for critical pump error alarm was performed. Customer went swimming with the insulin pump and believed the device was waterproof; however they received the critical pump error. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 was present in the long trace file due to severe corrosion on the force sensor assembly. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to the critical pump errors. Unable to verify the excessive no delivery alarms due to the critical open book. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, damaged keypad overlay texture, a cracked case on the battery tube area, a stained serial number label, a peeling end cap address label, corrosion on the motor home switch and a severe corrosion on all the electronic assemblies.